Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced stress urinary incontinence with urethral leakage, mesh exposure, tenderness to the vaginal wall urethrovaginal fistula and dyspareunia. Excisions of the mesh, urethrolysis and reconstruction of the urethral wall were performed.